Manufacturer narrative:
Submit date: 8/8/2018 the incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the patient had hematuria related to urinary catheter malposition and underwent a cystoscopy. The cystoscopy was complicated by a bladder perforation. The patient died 4 days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.